Manufacturer narrative:
(B)(6). A remote service engineer (rse) spoke to the customer and confirmed that there was no alarm sound from the monitor. The rse determined that the speaker was defective and required replacement. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported that there was no alarm sound from the efficia cm10 monitor. The device was in use on patient at time of event, there was no adverse event reported.